Event description:
During a routine hemodialysis treatment the operation connected the patient's blood lines to the circuit while the cycler was still in prime, which resulted in air present in the blood circuit and subsequent unrecoverable air alarms. Treatment was terminated without rinseback resulting in a 210cc blood loss. There was not patient injury. No medical intervention was required.